Event description:
On (B) (6), 2010, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's one touch ping meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The pt's mother reported that approximately 1 1/2 months prior to contacting lfs, the pt had begun to feel woozy, tired and began to look pale. At the onset of symptoms, the reporter tested the pt's blood glucose and obtained blood glucose readings of "500 mg/dl" with the subject meter and "58 mg/dl" on another device, performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In response to the symptoms and results obtained on the other device, the pt's mother claimed the pt ate and/or drank something. At the time of troubleshooting, the cca noted that the reporter no longer had the subject test strips and was unable to confirm the test strips she was using were within their expiration date. In addition, the control solution the reporter had was past its expiration date. Replacement products were sent to the pt. Although the pt treated self with food and/or drink, there is no indication that the subject meter caused or contributed to a serious injury. The pt reportedly was symptomatic prior to when the alleged issue began, the pt did not develop symptoms characteristic of severe hypoglycemia, nor did the pt require the assistance of another person for treatment. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.